Event description:
The facility reported an ipump with an error code 30. This event occurred during pt use and stopped the pt infusion. There was no pt injury or medical intervention necessary according to the hosp rep. No additional info is available.

Manufacturer narrative:
The device has not been returned to baxter for evaluation. A f/u report will be submitted when the device has been received, and the evaluation has been completed.